Manufacturer narrative:
The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device was not working properly was confirmed. An assessment was performed and it was determined that the unit will rotate manually but the front end will not rotate. It was noted that the coupling shaft was worn (broken internal pins), there was excessive corrosion in the internal sub-assembly components, and the ball bearings seized due to corrosion. It was further determined that the device failed pretest for check free movement. The assignable root cause was determined to be due to wear from normal use and servicing, and improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the large quick coupling device was not working properly. It was reported that there was no delay in the procedure as a spare jacobs chuck was available, and the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.